Event description:
It was reported that during a laparoscopic hysterectomy procedure, the active blade broke off of the device. Prior to this issue, the surgeon noticed a decrease in tissue effect and the generator displayed the tighten assembly message. It was then noticed that the blade was fractured and hanging from the device. When the device was being removed from the patient, the blade came off inside the trocar. Another trocar and device were used to complete the procedure. There was no adverse consequence to the patient. Device not being released at this time.

Manufacturer narrative:
(B)(4). The device was received with the blade broken off and present. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.